Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported the device alarmed at the bedside, but the remote alarm was not transmitted to central nursing station. No patient harm was reported.

Manufacturer narrative:
Conclusion/ root cause: broken solder connections at cn2 pin 1, 2 & 3 caused the remote alarm port not functioning.

Event description:
The customer reported the device alarmed at the bedside, but the remote alarm was not transmitted to central nursing station. No patient harm was reported.